Event description:
The hospital reported that during an off-pump CABG procedure while using the aortic cutter, the cutter back-walled the aorta causing another hole on the posterior wall. The procedure was converted to on-pump procedure, and the ascending aorta needed to be replaced. The pressure in the aorta when the cutter was used was 50 mm hg systolic, lower pressure rate than that of recommended rate in the IFU. There was no reported malfunction with the device. Additional information was received on 12/12/2007, the patient is doing well. The surgeon does not believe that it was the fault of the cutter.

Manufacturer narrative:
After reporting the incident, the hospital retained the product because it was out of warranty. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.